Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b. D9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening device on the posterior side assessed as a surgical damage. Additional observations: wear abrasion observed inner the surface of the shell. Creases fold observed.